Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It was reported that the cutting wire was observed broken during preparation. During the product analysis, it was observed that the cutting wire of the returned device was founded broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Based on the analysis of the returned device, there is evidence that the device was used in a manner inconsistent with the labeling. The cutting wire of the returned device was blackened, which is evidence that voltage was applied. The directions for use (dfu) state that pre-activating the cutting wire before use may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Therefore, the most probable cause of this complaint is unintended use error caused or contributed to event since the evidence shows the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2019. According to the complainant, upon checking of the device immediately after opening the package, it was noticed that the cutting wire broke from the tip of the catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, upon checking of the device immediately after opening the package, it was noticed that the cutting wire broke from the tip of the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It was reported that the cutting wire was observed broken during preparation. During the product analysis, it was observed that the cutting wire of the returned device was founded broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Based on the analysis of the returned device, there is evidence that the device was used in a manner inconsistent with the labeling. The cutting wire of the returned device was blackened, which is evidence that voltage was applied. The directions for use (dfu) state that pre-activating the cutting wire before use may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Therefore, the most probable cause of this complaint is failure to follow instructions since the problems traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Correction to adverse event problem evaluation conclusion codes and device analysis results narrative.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, upon checking of the device immediately after opening the package, it was noticed that the cutting wire broke from the tip of the catheter. There were no patient complications reported as a result of this event.